Manufacturer narrative:
(B)(4). Additional information: the cause of the reported problem was determined to be a manufacturing issue. A CAPA was opened to address the issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connecter was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a uv flash transfer set would not connect to a titanium adapter when the transfer set was changed. The customer reported that there was resistance earlier than usual when connecting the two and found damage on the inside of the patient connector after trying to connect. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 2 for this event.